Event description:
It was reported to philips that the wireless footswitch was not working. The device was inside of clinical use at the time of the event. No harm was reported to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2023-03069. This complaint will be closed as a duplicate.